Event description:
Customer states pt reportedly received result of 27 mg/dl on inform system 1 and 274 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (log number 550528, expiration date 05/31/2009).